Event description:
It was reported that the device was not recognizing syringe size . No patient injury was reported.

Manufacturer narrative:
Evaluation of the returned device showed cracked on lower left front corner of top case. Invalid syringe size was found at syringe test and failed size verification of both slugs. Broken plastic pin of the size pot. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Pump is over 4 years old. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. D5 and e4 were unknown. No information has been received to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).